Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had hypoglycemia and doctor immediately corrected it. The customer reported that insulin pump had delivery anomaly and insulin pump would own infusion sometimes. Insulin pump will be returned for analysis.